Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 200 mg/dl, 240 mg/dl, 260 mg/dl, 300 mg/dl and 500 mg/dl. The customer also reported that the insulin pump received insulin flow block alarm. Customer reports alarm did not occur during fill tubing. The device will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report. (B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 500 mg/dl.